Manufacturer narrative:
Investigation conclusion: retention product for the reported lot was tested with quality control cut-off standard (25miu/ml hcg urine). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch record review did not uncover any abnormalities. The reported complaint could not be replicated with retention product. Product performed as expected. This issue will continue to be monitored through incoming complaints. Case details indicate if the urine sample was not a first morning catch. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, blood work was performed on the patient and a beta hcg quantitative result of 28 miu/ml was received. On (B)(6) 2018, the patient arrived at the facility for a scheduled dilation and curettage (d&c) procedure. A non-first morning urine sample was collected and an alere hcg cassette produced a negative hcg result. Per the customer, the physician suspects there was a possible miscarriage a few months ago. The patient has a history of persistent low hcg levels and gestational trophoblastic disease with heterophilic antibodies that do not cross over unto the urine. Based on the negative alere hcg cassette result, the physician elected to postpone the d&c procedure for one week. Although requested no additional information was provided by the customer. Troubleshooting was performed with the customer. Per the corresponding package insert, a number of conditions other than pregnancy, including trophoblastic disease can cause elevated levels of hcg. The test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.